Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date during 2018. Serial#: unknown/not provided. If explanted; give date: not applicable. Iol exchange is scheduled on (B)(6) 2011, but the lens remains implanted. (B)(6) (B)(4).the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing hyperopic surprise in her left eye (os). It was noted also that patient has decreased visual acuity. Consequently, intraocular lens (iol) exchange is scheduled on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (model zcb00 +22.0 diopter) was explanted as planned on (B)(6) 2018. No incision enlargement, no vitrectomy was performed and no sutures were used. A zcb00 +28.5 diopter lens was implanted as a replacement. The patient was reported doing well post-surgery. The account commented that the explanted lens is not available for evaluation. Visual acuity pre-op (pre-initial implant): 20/70. Visual acuity post-op (post-initial implant): 20/400. Visual acuity post-op (post-replacement): 20/30. The following fields were updated: serial#: (B)(4). Catalog#: zcb0000220. Expiration date: 12/4/2021. UDI #: (B)(4). Device manufacture date: 12/4/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).